Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: adeno-ca of the sigmoid colon pt3 pn0 m0; did the patient receive any chemotherapy or radiation prior to surgery: no neoadjuvant chemo or radiotherapy; who fired the device and what is his/her experience: the stapler was fired by the surgeon with greater than 30 years of experience in general surgery; was the washer inspected if so, please describe: no, but the ¿donuts¿ were fine/intact; were the forces to fire higher or lower than expected: no; what was the condition of the tissue at the site of the anastomosis in the reoperation: the tissue was in optimal condition, patient had never been smoking, and the nutritional status was perfect; is the stoma temporary or permanent: we did a classical hartmann¿s procedure; we hope to do the operation for recanalization in about 3 months; what is the current patient status: the patient in this moment is in clinic and he is doing some general rehabilitation.

Manufacturer narrative:
(B)(4). Date sent: 01/19/2017. (B)(4). The analysis results found that the cdh29a device arrived with no anvil and no breakaway washer present. In addition, three staples partially formed in a plastic bag. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 12/15/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any chemotherapy or radiation prior to surgery? Who fired the device and what is his/her experience? Was the washer inspected? If so, please describe. Were the forces to fire higher or lower than expected? What was the condition of the tissue at the site of the anastomosis in the reoperation? Is the stoma temporary or permanent? What is the current patient status?

Event description:
It was reported that following a laparoscopic sigma procedure, the patient encountered post-op complications. The first operation was (B)(6) 2016, sigma in laparoscopy. The surgeon used a competitor's circular stapler on the anastomosis. Patient had bleeding during the evening and night, intraluminar inside the anastomosis. A second operation was performed the night between (B)(6), to control the bleeding, still in laparoscopy. No free bleeding inside the abdominal wall, just intraluminar and in approximation of the circular stapler anastomosis. A re-dissection of the anastomosis with another circular stapler, this time the device. There were no problems on doing the preparation and the firing of the stapler. Both luminar rings were complete. Stapler was closed to the line between the tightest (1,0 mm height) and the one before (1,5 mm stapler height), around 1,25 mm. The usual "crunch" was clearly heard. During the day of (B)(6), the patient had pain high up in the abdomen. They decided to transfer the patient to another hospital where they did a rectoscopy and did see a partial open anastomosis. The anterior wall of the staple line was open. They did a laparotomy and did see the whole anastomosis was open with defect and just partially closed staples. This operation resulted in a closure of the rectum and a "hartman" was done.